Event description:
Procedure: roux-en-y. Reportedly, the stapler was being used to transect and staple the small bowel. The reload was loaded properly and was fired on the tissue. The reload transected the tissue, however, no staples were laid in the tissue causing a transection with no hemostasis. Therefore, the surgeon proceeded to hand suture the tissue to create hemostasis. There was no report of bleeding or fluid leakage and this required approximately 20 minutes to mitigate.